Event description:
The patient was taken to the hospital on friday ((B)(6) 2015) night because they ¿thought he had a collapsed lung or a touch of pneumonia and then he was fine¿, but he was in pain so they gave him pain medication friday evening. He had not had any oral or IV (intravenous) medication since friday night. The day prior to this report, the patient was ¿totally comatose¿ and ¿you couldn¿t wake him up¿. He was ¿kind of awake¿ on the date of this report, but he was ¿really drugged up¿, so they were worried that his pump wasn¿t working. The patient was still in the hospital at the time of this report and the patient¿s family member wanted someone to check the pump. The device system was delivering sufentanil, clonidine, bupivacaine, baclofen, and dilaudid. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).